Manufacturer narrative:
Add'l lot numbers: 171100f, 165175f. Eval summary: the complaint devices associated with this report were not rec'd for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lots 169981f, 171100f, and 165175f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 169981f, 171100f, and 165175f met all release criteria prior to product release. There are no similar reports for these lots. Add'l info was requested via mail on 05/13/2010 and 05/19/2010 via fax on 05/19/2010, and via phone on 06/02/2010, 06/23/2010, and 06/28/2010. A questionnaire was rec'd from the optometrist on 06/24/2010. Expiration date for lot number 171100f is 01/31/2011, expiration date for lot number 165175f is 04/30/2011. Mfg date for lot number 171100f is 0131/20; mfg date for lot number 165175f is 04/30/2009. (B)(4).

Event description:
Adverse event(s): "red blood shot eyes" (red eye(s)); "watery eyes" (tearing, excessive); "severe sensitivity to light" (no code available), "vision got worse" (vision, loss of). Product problem(s): "none reported" (no info). A consumer reported she experienced severe sensitivity to light, watery eyes, and red blood shot eyes following the use of this product. She reported she went to her doctor three times and he was uncertain what was causing her symptoms. She reported her doctor treated her with an ocular lubricant, a combination of an antibiotic and a corticosteroid, and lubricant eye drops. She indicated that she switched to new contacts and is now using a hydrogen peroxide based contact lens solution. Add'l info was received from the consumer on 06/02/2010 stating, that her vision got worse and she had to get a stronger prescription following the use of these products. On 05/24/2010, add'l info was rec'd from the optometrist who reported the pt presented with contact lens associated red right eye. He stated the consumer was seen in the office on (B)(6)2010 and her va was 20/20 ou. He reported on (B)(6)2010, the consumer's vision was od 20/50, os 20/30. He noted the pt had recurrent symptoms three weeks later. He stated the consumer switched to another multi-purpose solution and her symptoms resolved. The optometrist reported it is unclear if the pt's symptoms are related to this product or contact lens overwear.